Event description:
It was reported that (1) tx60g was used during a right colectomy procedure. It was reported by the rep that the surgeon felt that the hemostasis along the staple line was inadequate. The case was completed by oversewn with vicryl. There was no consequence to pt.